Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cut bag. Based on the condition of the returned unit, it is likely that the reported event was caused by the bag coming in contact with a sharp instrument, leading to it being cut. The instructions for use (IFU) states "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments". Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic assisted radical prostatectomy. Event description: during specimen retrieval, the bag of the cd001 device ruptured. There is no impact to patient. Additional information provided by [distributor] on 30dec2025: there was spillage out of the damage to the bag. The user handled it with suction. The specimen was prostate. The bag did not break into pieces. The bag burst during specimen removal. The incision was enlarged by approximately 3 cm before removing the specimen. Type of intervention: the specimen was successfully retrieved despite the bag's damage. Patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: robotic assisted radical prostatectomy. Event description: during specimen retrieval, the bag of the cd001 device ruptured. There is no impact to patient. Type of intervention: ni. Patient status: fine.